Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl. Reportedly, the cartridge had been in use for 3 days with humalog insulin and ran out of insulin overnight. Customer called paramedics and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved and no permanent damage and continued to use the pump for insulin therapy. Tandem technical support educated the customer on insulin labeling and alerts/alarms.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: alerts display automatically to notify you about safety conditions that you need to know (for example, an alert that your insulin level is low). Alarms display automatically to let you know of an actual or potential stopping of insulin delivery (for example, an alarm that the insulin cartridge is empty). Pay special attention to alarms. Alarm 08 ¿ empty cartridge: your pump detected that the cartridge is empty and all deliveries have stopped.